Event description:
It was reported that at the user facility the device had a bent foot, which can cause damage to the dura. The user facility was not able to provide any further information regarding the reported event. Upon receipt during service evaluation the device was found to have paint flaking off the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.